Event description:
A customer contacted beckman coulter inc. (Bci) to report the lh750 instrument misread sample ID (B)(6) as (B)(6) with a "no match" message. No erroneous results were reported out. The misread was confirmed when the sample ID on the printout did not match any sample ID in the lis. The sample ID was read correctly upon rerun. The checksum for the system was disabled. No reports of death, injury have been reported in connection with this event. Patient treatment was not affected.

Manufacturer narrative:
Root cause for the misidentification is unknown. However, the checksum for the system was disabled for this event. Per labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar-codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification.